Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving dh-40gr. It was reported that the hood separated from the endoscope and fell into the gastrointestinal tract. The pieces were retrieved and the procedure was completed successfully without harm or injury. There was no death reported with the event.